Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab for patient #1. Results as follows: date: (B)(6) 2011, inratio: 1.6, lab: 7.86, date: (B)(6) 2011, inratio: 2.1, lab: 5.8. Tests were done back to back. Patient's therapeutic range is: 2.5-3.5. Patient is on coumadin. Nurse noticed patient's eye vessels were popped and she was bleeding. Patient is getting lab draws only now due to her being diagnosed with scleroderma; very difficult to get a sample due to scleroderma.